Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as surgical damage. Valve leak and/or damage: observed total delamination on the diapherm flange disk assessed as adhesive failure. Additional observations: white particles observed inner the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side deflation. Additionally physician reported "leaking valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Additionally physician reported "leaking valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak and/or damage.